Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a patient was implanted with a resolute onyx rx coronary drug eluting stent to treat a mildly calcified, moderately tortuous lesion exhibiting 90% stenosis located in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used during delivery. It was reported that stent thrombosis (0-24 hours post stent implantation) and a myocardial infarction (5 hours post stent implantation) related to the target vessel occurred. The patient was reported to be alive with no further injury.

Manufacturer narrative:
No issue was noted during stent deployment. The stent was fully expanded. The patient on dapt when the thrombotic event occurred. Ivus was performed. The thrombus and mi were treated with aspiration. The physician expressed concerns on the relationship between the thrombus and the resolute onyx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review summary: the images provided show that 100% stenosis was present in the rca. The images indicate that the rca post-dilation was suboptimal no intravascular imaging used. It was found that there was a gap between the reference vessel diameter and the stent diameter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: two other resolute onyx drug eluting stents were also successfully implanted; a 2.5x22 mm ronyx in the mid cx and a 2x8 mm ronyx in the 1st diagonal. The rca exhibited 99% stenosis. The rca lesion was post-dilated. It was reported that 100% occlusion was noted in the rca post-procedure. The occlusion, thrombus and mi were treated with aspiration and high pressure balloon inflation to the previously deployed rca stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.